Event description:
It was reported that noise was sensed and inappropriate shocks were delivered. Lead fracture also reported. The lead was removed. No patient complications have been reported as a result of this event. Additional information received on event indicates, pt had fallen twice (unrelated to device performance). Hcp said fracture likely occurred from fall.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned for analysis. Other text : it was reported that noise was sensed and inappropriate shocks were delivered. Lead fracture also reported. The lead was removed. No patient complications have been reported as a result of this event. Additional information received on event indicates, pt had fallen twice (unrelated to device performance). Hcp said fracture likely occurred from fall. Actual device involved in incident was evaluated electrical tests performed. Mechanical tests performed, visual examination: device performed according to specifications device evaluated and alleged failure could not be duplicated, lead(s), fracture of oversensing shock, inappropriate.